Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and visual analysis was performed. The dislodgement was confirmed. It is likely that the stent dislodgment occurred during removal due to interaction with the challenging anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous, heavily calcified, 90% stenosed, right external iliac artery with an 8.0 x 19 mm omnilink elite vascular stent delivery system (sds). Reportedly, the sds was advanced to the lesion and then the physician was called out of the room to attend to an emergency. It was initially decided to wait for the physician to return prior to proceeding with the procedure. Then the decision was made to remove the sds from the anatomy. During removal, the stent implant dislodged from the balloon in the vicinity of the common iliac, but remained on the unspecified guide wire. The sds was advanced, re-captured the stent and the stent was deployed partially within the target lesion. A new unspecified sds was advanced to the lesion and the stent was deployed overlapping the distal end of the omnilink elite stent by 2 to 3 mm to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.